Event description:
It was reported that the bronchovideoscope had no image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.